Event description:
It was reported that the patient was deceased. Information identified in the manufacture¿s database indicated the patient died approximately 2 months post implant of the implantable cardioverter defibrillator (ICD) system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).